Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was working from home and talking with her supervisor when her supervisor noticed she began to ¿talk strangely¿ and did not seem like herself. The patient¿s cgm was reading 112 mg/dl. The patient was wearing a tandem insulin pump. The patient then got up to make lunch and while drinking a soda, she passed out. The patient¿s supervisor tried to contact the patient with no success, so the patient¿s husband was contacted. The patient¿s husband sent a friend to check on the patient, who found her lying on the floor and called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 20 mg/dl. The cgm value at this time could not be recalled. Ems treated the patient with glucose gel and transported her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 40 mg/dl. The patient was further treated with IV fluids containing dextrose. The patient was discharged home after approximately 6 hours. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was working from home and talking with her supervisor when her supervisor noticed she began to ¿talk strangely¿ and did not seem like herself. The patient¿s cgm was reading 112 mg/dl. The patient was wearing a tandem insulin pump. The patient then got up to make lunch and while drinking a soda, she passed out. The patient¿s supervisor tried to contact the patient with no success, so the patient¿s husband was contacted. The patient¿s husband sent a friend to check on the patient, who found her lying on the floor and called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 20 mg/dl. The cgm value at this time could not be recalled. Ems treated the patient with glucose gel and transported her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 40 mg/dl. The patient was further treated with IV fluids containing dextrose. The patient was discharged home after approximately 6 hours. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when 911 arrived and when patient was in the ER. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.